Manufacturer narrative:
Block h6: imdrf device code a040506 captures the reportable investigation results of ptfe peeled. Imdrf g04115 captures the reportable investigation results of sleeve detached. Block h11: upon receipt at our quality assurance laboratory, this sensor wire underwent a thorough analysis. The device was visually and microscopically examined. The reported observation could be confirmed; however, it was also observed that the sleeve was detached. It is probable that an excess of force applied to the device such as operational factors during their use could lead to sleeve separation and peel the ptfe from the sensor wire. Based on the information available and analysis results, an investigation conclusion code of adverse event related to procedure has been assigned to this investigation.

Event description:
It was reported that during preparation, the coating of the guidewire fell off. The procedure was completed with another of the same device and the patient condition following procedure was stable. The device was returned, and it was identified that the sleeve was detached.